Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation at the manufacturer's service center, ventilator inopertative codes were observed in the downloaded event log. The device's system board was replaced to address the issue.